Manufacturer narrative:
Conclusion: the device investigation revealed no failure or damage of the implant that is supposed to have been present before explantation. Most likely the problems of perception, as mentioned in the patient report, were caused by suboptimal attachment of the fmt to the structures of the ear resulting in insufficient amplification. The investigation results appear to match the symptoms mentioned in the patient report. This is a combined initial and final report.

Event description:
The patient started reported having no benefit with the implant some years ago. The device was explanted. The patient decided not to be re-implanted. It was stated in the device explantation report that the conductive link was severed during removal surgery. Note: this device was manufactured by symphonix devices inc. Vibrant med-el took over the symphonix assets. As such vibrant med-el feels responsible to follow-up on product problems with symphonix produced devices.